Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly; the pusher assembly was kinked approximately 71.0 and 121.5 cm from the proximal end; the coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed kinks in the pusher assembly. The damage observed was likely incidental, and typically occurs if the device is forcefully handled against resistance during use or during packaging for return. The pc400 coil was advanced out of its introducer sheath by the penumbra investigator without an issue. The device functioned as intended and, therefore, the root cause of the complaint cannot be determined. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery for a thoracic endovascular aortic repair (tevar) using penumbra coil 400 coils (pc400 coils). During the procedure, while attempting to advance a pc400 through another manufacturer's microcatheter, the physician met resistance and removed the pc400 coil. The physician then decided to advance the same pc400 coil through a new microcatheter; however, resistance was met again and the pc400 coil was removed. The procedure was completed using a new pc400 coil and the same microcatheter. There was no report of an adverse effect to the patient.